Manufacturer narrative:
The insulin pump passed the displacement test; however, the compromised force sensor system alarm occurred during the basic occlusion test due to a protruded/loose drive support disk. The following cosmetic damage was also noted: minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 173 mg/dl. The customer was filling the tubing when the pump spattered insulin and the numbers didn't appear on the screen. The customer repeated pressed a button to fix the issue, but then the compromised force sensor system alarm occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.